Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that the consumer reported the back and seat upholstery is coming apart.